Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after feeling weakness and cold post initial implant. Patient also experienced slurred speech and left hand weakness. It was determined that the patient had a transient ischemic attack and also suffered from acute blood loss anemia and urinary tract infection. The patient was treated with blood transfusion and medication for the uti. The patient was stable post event.